Manufacturer narrative:
The insulin pump passed the self test and the displacement test. Unable to download the pump to carelink pro properly. Carelink errored the device returned invalid entries all data read will be discarded" during download, problem isolated to pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was impossible to upload data from the insulin pump. The customer's blood glucose was unknown. The troubleshooting was not performed. The product will be returned for analysis.